Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the turbine to address the reported issue.

Event description:
It was reported to vyaire medical that the unit was delivering the wrong amount of oxygen concentration. It is unknown at this time if there was any patient involvement associated with this reported event.

Manufacturer narrative:
The reported issue was discovered during a routine preventative maintenance, therefore it is unlikely that this reported issue will cause harm to a patient.

Event description:
It was reported to vyaire medical that the unit was undergoing a routine preventative maintenance when the reported issue was discovered. There was no report of a malfunction from the facility or the physician that uses the ventilator prior to the maintenance being performed, nor was there any patient involvement associated with this reported issue.